Event description:
It was reported to philips that the system was unable to perform rotational movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a coronary diagnostic procedure, and the procedure was able to be completed with the help of other movements, although it was delayed due to the missing movement. The philips field service engineer (fse) inspected the system on-site and found that the system was unable to perform rotational movements. Upon troubleshooting, the fse observed on the adjustments tab that the propeller position and propeller current calibration had not been completed. To resolve the issue, the fse performed the necessary calibrations, completed a system backup, and rebooted the system. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.